Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for low impedance on the left ventricular (lv) lead. It was also noted the right ventricular (rv) lead exhibited t-wave oversensing (twos). The lv and rv leads remain in use. No patient complications have been reported as a result of this event.